Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, while performing a continuous knot technique, the suture is broken/ruptured. The rupture occurred while closing the soft tissue. They used another device to complete the case. No patient harm.